Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display, happened during normal use. Customer's blood glucose at time of incident was unknown. The customer stated that the device was dropped every now and then and not exposed to moisture. Customer was advised to remove battery for 10 minutes and cleaned battery contacts with alcohol wipes. Customer was advised to insert new energizer aaa alkaline battery. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.